Event description:
Additional event information: the case was a vats that was converted to a thoracotomy. Pt had chest tubes put in and had to be admitted to the hospital but was stable at that time. Pt lost about 500cc of blood and was transfused with two units. Event occurred on the initial firing. Additional information from user facility report: while using endoscopic stapler during closure of pulmonary vein, the medial portion of the staples did not close resulting in bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.